Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) for diabetic ketoacidosis (dka). The customer declined tandem technical support's offer to troubleshoot and alleged that the pump was not working. No additional information was provided.